Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the device was interrogated, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were discussed, but the physician elected to leave the current settings. The oversensing did not negatively impact patient health. The patient will continue to be monitored.